Manufacturer narrative:
Date sent to the FDA: 5/26/2016. Additional information age at time of event, date of birth.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent excision of rectovaginal mesh due to pelvic/rectovaginal mass ((B)(6) 2012) due to stress urinary incontinence((B)(6)2005 and mixed urinary stress incontinence((B)(6) 2012). Outcomes attributed to device; pain, erosion, extrusion, infection, fistulae, recurrence, bleeding, dyspareunia, organ perforation, vaginal scarring, and urinary/bowel problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and meshes were implanted. Although no medical record was provided, it was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to pop, cystocele, and rectocele. It was reported that patient underwent bso on (B)(6) 209 due to ovarian cyst and pelvic pain; and underwent laparoscopic drainage of pelvic abscess on (B)(6) 2009. It was reported that the patient underwent lysis of adhesions and drainage of pelvic cyst on (B)(6) 2010 and underwent lysis of adhesions, excision of ovarian cyst, and appendectomy on (B)(6) 2010. It was also reported that on (B)(6) 2011, the patient underwent colonoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.